Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that while discussing a previous leak in the filter of the normal saline line prior to initiating chemotherapeutic medication, "two more staff stated that this same leaking incident happened to them as well." This file represents one of the two additional leaking events. There was no harm.